Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Event description:
The reporter alleged that during non clinical ues the instrument bedside unit went into an unrecoverable medium priority alarm (mpa), due to the arm back up battery (abb) being undetected. No further information is available at this time. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.